Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead detection was programmed off. The patient was given a lifevest and the lead is scheduled to be replaced. The lead remains in the patient out of service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high increasing impedance in the rv coil. The rv lead remains in use. No patient complications have been reported as a result of this event.